Event description:
It was reported that a pocket revision was planned due to the pump causing discomfort. The patient also experienced less than 50% therapy relief. Upon opening the pocket on the report date, the healthcare provider (hcp) found that the catheter was completely broken just distal to the pin connector. The back pocket was opened and the spinal segment was intact. The hcp added a new proximal catheter segment and tunneled that from the spine and connected it in the spine. There was good cerebrospinal fluid (csf) backflow and the catheter tip was verified with x-ray. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver morphine, bupivacaine and fentanyl. The patient status prior to the event, cause of the event, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).